Event description:
Boston scientific received information that this patient is new to this clinic and this caller was inquiring how much longevity is remaining as elective replacement indicator (eri) was declared on (B)(6) 2011 with a monitoring voltage (mv) of 2.55v and a charge time (CT) of 19.5 seconds. This device is included in the mid-life display of replacement indicators product update classified as a product advisory. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently explanted and replaced without incident. The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
A boston scientific technical services consultant discussed eri triggers by mv and CT and the CT extension window. This device had an increased CT that triggered eri. The consultant stated that battery voltage looks good but they do not know how long it will take for the CT to exceed 30 seconds which is end of life (eol). No other adverse events have been reported and this device remains actively implanted. This product issue will be re-evaluated if additional information is received.

Event description:
------